Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that the extension line tubing was noted to be cracked on arrival to the cvor. As a result, the iab was removed and replaced due to inability to confirm if the plastic had cracked into iab/tubing connection. "Patient is stable".